Event description:
Inpatient advises pump malfunctioned when home health nurse was setting up last infusion. Patient did not see the screen, therefore unaware of the error displayed. Patient was able to receive total infusion as ordered via infusion via gravity. No adverse event as a result of pump malfunction. No further information provided. Serial number - (B)(6). Did the reported product fault occur while in use with the patient? No did the product issue cause or contribute to patient or clinical injury? No if yes, was any medical intervention provided? N/a is the actual device available for investigation? Yes, upon patient return did we replace device? Yes, if yes, was the patient able to successfully continue their infusion? Yes, via gravity what is the outcome of the event? Resolved? Ongoing? Resolved.